Manufacturer narrative:
Device analysis: the oad was received without the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft confirmed that the crown was detached and not returned. Examination of the crown bond site on the driveshaft revealed uniform solder residue flow around the driveshaft filars in this area. The distal tip bushing was remained intact and undamaged. No biological material was observed on the driveshaft. The driveshaft was sent for scanning electron microscope (sem) for analysis. Sem analysis confirmed the presence adequate solder at the crown bond site. An in-house 0.014" test wire was loaded through the device without resistance. When tested, the device spun at low, medium and high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the failure analysis investigation, the root cause of the crown detachment could not be determined. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a portion of a csi orbital atherectomy device (oad) broke off and was left in the patient. The target lesion was heavily calcified, 98% stenotic and 10mm in length. It was located in the posterior tibial (pt) artery which had a reference vessel diameter of 3-4mm. The physician used a 6fr introducer sheath, multiple guide wires and a quickcross exchange catheter to access the lesion. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. The physician completed two runs at low speed, two runs at medium speed and one run at high speed. During the final run, the crown was advanced into a calcium shelf and the crown became dislodged from the driveshaft. The oad was removed and the physician attempted to retrieve the crown from the patient, but was unsuccessful and the crown was left in the patient. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.